Event description:
Related to MFR report # 2183959-2012-02994. It was reported by the plaintiff's attorney that the plaintiff was implanted with a monarch subfascial hammock to treat pelvic organ prolapse and/or stress urinary incontinence. It was alleged the plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, and has gone and will continue to undergo corrective surgery or surgeries. It was further alleged by the plaintiff that the mesh migrated within the surrounding tissue causing irreparable damage to the tissue including nerve endings residing within the tissue. These damaged nerve endings did not regenerate and led to debilitating neuromas.

Manufacturer narrative:
(B)(4). Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.